Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast surgery with 590cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The ruptures were confirmed with an MRI. As a result, the patient underwent bilateral device removal and replacement with 590cc mentor memorygel breast implants, catalog number 3505590bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of implant was (B)(6) 2014. However, since per manufacturing record evaluation, manufacturing date of lot 6865995 (B)(6) 2014, therefore the date of implant under field d6a for both sides is updated to (B)(6) 2014 until any clarification becomes available at which time, supplemental reports will be submitted. This supplemental report is for the patient's right-sided device. Manufacturer¿s reference number: (B)(4).